Event description:
According to the reporter: occurred during a video assisted thoracoscopic surgery. While firing over a vein, the pliers were blocked during the second squeeze of the manual stapling handle. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The jaws of the device locked on the tissue but were able to be removed. There was no patient harm. The patient outcome is alive, no injury.